Event description:
In late 2008, the pt reported experiencing elevated blood glucose of 400 mg/dl and she feels nauseous. She stated she bolused 2 units of insulin or more when her blood glucose is elevated over 400 mg/dl. She feels that her infusion device is delivering insulin inaccurately and she switched to her backup infusion device. Her normal blood glucose level is 200 mg/dl. She stated that she changes her infusion site every 3 days and the infusion tubing every 6 days. She stated that she has a lot of scar tissue and she only rotates her sites around her abdomen. A request for training was submitted. Upon follow up a week later, the pt reported that her blood glucose had returned to normal. Product was replaced and requested to be returned for evaluation.